Event description:
The graft was placed as the axillo-femoral portion of an axillo-bifemoral bypass. Approx 1 month postoperatively, the pt presented with a half torn graft at the subclavian artery. The torn end was repaired. The graft remains in the pt and is currently functioning.